Event description:
It was reported during implant procedure that the right ventricular lead helix exhibited a difficulty retracting followed by a failure to extend. The helix was believed to be physically damaged. The lead was exchanged and successfully replaced. The patient was stable and asymptomatic.